Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was set, but it fell out before inserted into aorta. The seal was unable to be restored. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Blood was observed in the delivery tube. Evidence of blood was observed on the device. The slide lock was dis-engaged. The plunger was fully depressed on the delivery device. The anchor and tension spring assembly were returned outside the delivery device. The seal was fully unraveled and the tether was cut towards one side of the tension spring. The device as returned was unable to be evaluated for position of the seal. Device measurements were unable to be taken due to the presence of debris. The device was returned in the fully deployed condition. The device history record (DHR) was reviewed with special focus on the seal delivery device assembly. The records show the device lot conformed to all applicable specifications. Based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed.